Event description:
The service report shows that during pre-patient operational tests, the audible alarm functioned intermittently. The nellcor puritan-bennett customer support engineer verified the reported malfunction, and replaced the ventilator's power switch. Normal function was restored after the power switch was replaced. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.